Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude. The field representative wanted to review the reports. (B)(6) technical services (ts) confirmed that there was a low out of range on ra lead. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).